Manufacturer narrative:
(B)(4) device evaluation indicated that the complaint had been confirmed. Visual (microscope) and x-ray inspection revealed that one cable was completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The cable was exposed at the fracture site.

Event description:
A report was received that the patient was experiencing intermittent stimulation. The patient underwent lead revision procedure wherein fracture was confirmed when the lead was exposed. The lead was replaced and the patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing intermittent stimulation. The patient underwent lead revision procedure wherein fracture was confirmed when the lead was exposed. The lead was replaced and the patient was doing well postoperatively.